Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection procedure, the device misfired, it would not fire at all. A new device was used to complete the procedure. There was no adverse patient consequence.